Event description:
It was reported that during the procedure, when the 2.0 drill bit was being drilled into the bone, this problem was resolved by removing the drill bit and passing the doctor a second drill bit with the same characteristics, also included with the equipment, successfully completing the surgery. This resulted in no discomfort for the specialist, no harm to the patient, and no disruption to the surgical time.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: h3, h6: a manufacturing record evaluation was performed for the finished device product code: 310.534 lot number: 727p988 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 11 apr 2022 manufacturing site: jabil bettlach the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that '310.534, drill bit ø2 w/marking l110/85 2flute f/ had broken tip. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the drill bit ø2 w/marking l110/85 2flute f/ would contribute to the complained device issue. Based on the investigation findings, potential cause attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.